Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. The device seal was intact. There was evidence found in the error history log (ehl) that the battery showed depleted alarm messages after pump starting. Unable to repeat the reported problem in that the pump "battery depleting rapidly" issue during the investigation. Battery life test was performed to the device. Found the device was running slower and not finish on time as the program was set. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device battery was depleting rapidly. There was also report of scratched lens and worn rear label. It is unknown if there was any patient, or clinician injury associated with this occurrence.